Event description:
Inbound. Patient reported that one pre-fllled veletrl cassette had both pumps alarming no disposable. Pt used a new prefilled cassette and pump started without alarm, unknown lot number of cassette. Last lot from shipment dated 5/28/2021 was mm250j01p1, expiration date: 6/30/2022. No further details provided.